Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 1627487-2019-14060. It was reported that the patient's leads migrated. Surgical intervention was performed during which the leads were explanted and replaced, restoring therapy.